Manufacturer narrative:
(B)(4). The device history record DHR review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. Using the machine-repair reports and the repair sites folders to query for all service on serial number: (B)(4) prior to 20 february 2019, the device was noted to have not been previously repaired.

Event description:
No additional event info available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that device was not cutting smoothly. The event occurred during surgery and an additional graft was harvested. There was an approximate delay of 10 minutes. No additional consequences were reported as a result of this malfunction.